Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, his charging system and programmer are no longer able to communicate with the ipg due to it being inoperable. An sjm representative met with the patient and confirmed the ipg is no longer functional. As a result, the patient plans to undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.